Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported leak, or to determine if it could have contributed to the reported hyperglycemia and emergency room visit. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on march 22, 2026, after approximately 4-24¿hours of pod wear on the leg, the patient¿s blood glucose levels increased to approximately 400¿mg/dl. The patient reported detecting the smell of insulin during wear and observed insulin pooling around the pod adhesive. She also stated that the skin at the infusion site frequently exhibits redness, swelling, and itching, and reported soreness and tenderness at the infusion site associated with this event. The patient reported that blood glucose levels did not decrease despite administering bolus doses and subsequently developed symptoms including nausea, headache, dehydration, and large ketones, which prompted her to seek medical attention. The patient stated that she consulted a healthcare provider by phone, who advised her to administer insulin via manual injections. The patient later presented to the emergency room, where she was treated with fluids. No additional medical treatment was reported during the emergency room visit. The patient remained under observation for approximately five hours and returned home the same day.